Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected fast ventricular tachycardia (fvt) and delivered anti -tachycardia pacing and shocked the patient twice. The device also detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shocks were due to atrial fibrillation (af) with rapid ventricular response (rvr) and are therefore inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.